Manufacturer narrative:
The insulin pump passed the functional tests. However, no data could be transferred due to several alarms for corrupted history files. The insulin pump was also received with a cracked reservoir tube lip.

Event description:
It was reported by the customer's mother, that the customer had low blood glucose levels of 39mg/dl. It was also reported that the customer is unable to download to carelink, and keeps receiving an error message. Customer's blood glucose level at the time of the call 79mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.